Manufacturer narrative:
Root cause is determined to be a short circuit caused by corroded electrical contacts within an in-line connector.

Event description:
We had a case this morning using it for the first time and after the case when I was putting the levo arm away I noticed that all of a sudden it could be engaged with pressing only one button instead of both the dark blue and baby blue at the same time. Shortly after it would work normally with both buttons pressed as it should.